Event description:
(B)(6) clinical trial. It was reported that a death occurred. In (B)(6) 2011, the patient presented with stable angina and they were referred for cardiac catheterization. The patient had a 90% stenosed, de-novo, bifurcated lesion with a length of 18 mm and reference vessel diameter of 3mm located in the proximal left circumflex artery (lcx). The lesion was treated with pre-dilatation and placement of a 3.50 mm x 24 mm taxus¿ element¿ stent with 0% residual stenosis. The subject was discharged 3 days later on aspirin and clopidogrel. In (B)(6) 2014, the patient died and the cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event of stent thrombosis was adjudicated.

Event description:
It was initially reported that the death date was (B)(6) 2014; however, the death date has been corrected to (B)(6) 2014. It was further reported that the death was unexpected and an autopsy was not performed.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Death date - corrected from (B)(6) 2014 to (B)(6) 2014. Describe event or problem corrected and additional information added (B)(4).